Event description:
The customer stated that the device does not operate in pulse mode and returned the unit for evaluation. Evaluation determined that the pneumatic demand device was out of spec, which duplicated the reported problem. Additionally, enough liquid oxygen leaked from the ruptured diaphragm in the relief economizer valve during and after fill to potentially cause a serious injury should this malfunction recur. The unit was repaired and returned to the customer. A review of the product history record indicates no discrepancies in the mfg process per the approved dmr. A corrective action has been implemented for units mfg after 11/22/94 which replace the diaphragm with a more durable material.